Event description:
A customer contacted beckman coulter inc., (bec) and reported a diluent leak under the white blood cell (wbc) bath of the coulter lh 750 hematology analyzer while running a startup. The leak was contained. The operator was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the event. There was no injury or biohazard exposure. The operator did not seek medical attention. There was no impact to patient results.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse replaced the o-rings on wbc aperture #3 and the fitting that secures it into place in the aperture housing. The fse primed apertures and verified that the wbc bath remained dry under the apertures. The fse also flushed out the upper fitting connecting the count line to the top of the housing. The cause of the leak was related to the o-rings on wbc aperture #3. (B)(4).